Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 130 mg/dl (aviva system) and 38 mg/dl (hospital system). The patient was hospitalized with hypoglycemia for one night. The patient was treated with glucose via IV. The patient couldn't recall the device results and timeframes prior to the event. The test strip lot number was not provided. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.